Manufacturer narrative:
Through troubleshooting, the tse and fse concluded that the likely cause of the issue experienced by the surgeon with psm1 was due to improper installation of an mcs tip cover accessory on an mcs instrument. After the site correctly installed the mcs tip cover accessory, the site was able to gain control of psm1. The lot of the mcs tip cover accessory is unknown. As of the date of this report, there have been no reoccurrences of the reported issue with psm1. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the mcs tip cover accessory reportedly slid up the shaft of the mcs instrument. The customer reported complaint of the mcs tip cover accessory sliding up on the instrument's shaft does not itself constitute a MDR reportable event; however the reported issue if to recur could cause or contribute to an adverse event. Refer to MDR 2955842-2013-03333 for submission of the reported adverse event related to the conversion of the da vinci s surgical procedure to open surgical techniques.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon made the decision to convert the surgical procedure to open surgical techniques after being unable to control patient side manipulator 1 (psm1). The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. During the reported event, the initial reporter of this complaint contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. The tse indicated that the site had already replaced the drape on psm1 and tried a different instrument. The tse advised the site to ensure the cannula latches were secured, reseat the sterile adapter, and reinstall the instrument. The initial reporter informed the tse that they had completed surgical procedures earlier without any issues. The tse contacted the initial reporter later that same day after the surgeon had made the decision to convert the da vinci s surgical procedure to open surgical techniques. After the tse requested for the site to perform an emergency stop and fault override on the system, the site indicated that they were still having difficulty inserting a monopolar curved scissors (mcs) instrument through the cannula of psm1. The site inspected the instrument and noticed that the mcs tip cover accessory had slid up on the instrument's shaft which was causing the device to get wedged in the cannula. After installing the mcs tip cover accessory correctly, the instrument was able to engage properly and the site was able to gain control of psm1. On (B)(6) 2013, the initial reporter contacted another tse to follow-up regarding the reported issue. The tse explained to the initial reporter that the incorrect installation of the mcs tip cover accessory caused the issue with the instrument not advancing. No patient harm, adverse outcome, or injury was reported.